Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in rouen, france. Livanova deutschland has been informed that the device was cleaned regularly per the instructions for use and that it is placed inside the operating theatre at an estimated distance of 2 meters from the surgery field with the fan directed opposite to the patient. No other event of device contamination for this device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The device has already been sent for a deep disinfection. Within the report it is reported that there was no patient injury.

Manufacturer narrative:
In the initial report it was reported that "no other event of device contamination for this device". Please consider this sentence incorrect and please consider valid the following: two other events of device contamination were reported to livanova for this device in the past." H.10: through follow-up communication livanova learned that: lab results are related to post-disinfection device water samples. The device was cleaned and disinfected regularly per the instruction for use. Disposable gloves were used solely for hc3t device during cleaning. No blankets are used. The h2o2 level is not checked every day as prescribed by the IFU. When the device is not used, it is stored drained. H2o2 is added when the water in the tanks is changed (each 7 days). Disposable pall-aquasafe water filter with an 0.2 m membrane is used for tap water and replaced each month. The heater-cooler are the surfaces are disinfected with surfasafe. The 3t aerosol collection set is replaced every week. The heater cooler is not used in connection with other devices. The tubing used with the heater-cooler are replaced each year. Hpc and ntm monitoring is performed each month but only before the disinfection procedure. Based on the collected information, a deviation from device instruction for use regarding daily monitoring of h2o2 level has been identified and this may have led/contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report